Manufacturer narrative:
The event date is approximate. The device catalog number, model, serial numbers or manufacturing numbers were not provided. The consumer contact information, state was not provided. Manufacture date not provided or identifiable.

Event description:
A consumer alleged that their philips one power toothbrush device caught fired while charging. No property damage or no injuries were reported.

Manufacturer narrative:
Analysis results: the root cause of the customers complaint is a melted charge port.